Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the suction evacuator did not inflate on the day of use.

Manufacturer narrative:
Received 1 suction evacuator. Per the visual inspection, the balloon was examined and did not find anything to contribute to the reported event. During the functional inspection, the balloon was inflated and it was found that it slowly deflated. The sample was disassembled and did not find a root cause; may have a pinhole that could not be detected. This may occur during the dipping operation of manufacturing. Although a pinhole was not found during the visual/functional evaluation, the reported event was confirmed based on the preliminary evaluation findings in addition to the deflation of the device during the functional evaluation. Therefore, the reported event was confirmed, as cause unknown. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "a. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).

Event description:
It was reported that the balloon of the suction evacuator did not inflate on the day of use.